Event description:
It was reported to boston scientific corporation in 2008 that a nasobiliary catheter with guidewire device was used during an endoscopic papillary balloon dilatation (epbd) procedure performed on the same day. According to the complainant, several attempts to place the guidewire in the left common hepatic were necessitated due to the size of existing biliary stones. When an attempt was made to place an fbss stent (flexima biliary stent system), it was noted that the tip of the guidewire was torn and that the guidewire coating was found to have fallen into both the left common hepatic duct and the common bile duct (cbd). The physician removed the torn guidewire outside the pt and decided to use a different guidewire (device unknown) to complete the procedure. It was further reported that the physician was observing the pt condition because of the remaining tip inside the pt and that the pt had "no serious injury." Reportedly, a future cbd retrieval stone procedure was planned, and during that procedure, the physician intended to retrieve the guidewire coating that remained in the pt. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(Foreign material remains in patient). Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.